Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak during treatment. The pd patient contact reported a fluid leak from the tubing extender of the set during the dwell stage of an unknown cycle of treatment. The cause of the leak is unknown. Fluid was not discovered in the pump module area and was not discovered on the external of the cassette. Fluid did not leak anywhere on the cycler or the cassette area. The patient did not receive any cycler warning alarms prior to the observed leak. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the patient's reported fluid leak event but was unable to determine exactly where the leak occurred. The fluid leak did not come in contact with the cycler. The pdrn stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to re-setup supplies and completed peritoneal dialysis treatment using the cycler on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was discarded and is no longer available to return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak during treatment. The pd patient contact reported a fluid leak from the tubing extender of the set during the dwell stage of an unknown cycle of treatment. The cause of the leak is unknown. Fluid was not discovered in the pump module area and was not discovered on the external of the cassette. Fluid did not leak anywhere on the cycler or the cassette area. The patient did not receive any cycler warning alarms prior to the observed leak. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the patient's reported fluid leak event but was unable to determine exactly where the leak occurred. The fluid leak did not come in contact with the cycler. The pdrn stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to re-setup supplies and completed peritoneal dialysis treatment using the cycler on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was discarded and is no longer available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.